Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that the cassette leaked during setup and system testing. The planned procedure was performed and completed after replacing the cassette with another one. There was no harm to the patient or non patients. The product sample was not retained. No additional information is expected.

Manufacturer narrative:
As the customer did not retain the finished goods lot number, therefore, a device history record and lot history could not be reviewed. The customer did not retain a sample, therefore, a visual inspection or functional testing could not be conducted. The root cause of the customer's complaint could not be established as a sample has not been received. (B)(4).